Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) ((B)(4)) alleging that her onetouch ultra easy meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began while at work on (B)(6) 2014 at approximately 12:22 pm. The patient reportedly tested during lunch and observed a value of ¿18.6 mmol.¿ the patient manages her diabetes with levemir insulin 9 units in the morning and 18 units in the evening as well as novorapid insulin (adjusted) and administered 9 units after testing with the subject device. She then took 4 more units a few minutes later in response to the meter result. The patient claimed that a few hours later at approximately 3:30 pm she started feeling unwell; she became ¿semi-conscious and disorientated.¿ her coworkers gave her some jelly beans and tea with four sugars between 3:30 pm and 4:30 pm and her symptoms abated at approximately 4:45 pm, but she still didn¿t feel completely better until the next morning at around 11 am. The next test the patient performed that day with the subject device was at 6:15 pm. She obtained a value of ¿20.8 mmol.¿ she took 4 units of novorapid and ate supper. The patient reported taking her fixed dose of 18 units levemir later that night. The patient denied developing more symptoms or requiring additional treatment. No other tests were performed with the subject device that evening. The patient also reported obtaining readings of ¿15.9 mmol/l and above 33.3 mmol/l¿ on unspecified dates/times. It is not known what range the patient considers to be normal. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips were expired however. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia that required treatment by a non-hcp after the alleged meter issue began.